Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported: "patient changed her controller this morning because the pump stopped while changing batteries." The ventricle assist device (vad) engineer saw the patient in the ER and gave her a new controller and a replacement battery for the battery that was connected during the pump stop.

Manufacturer narrative:
It has been determined that this event (B)(4) is a duplicate of (B)(4). (MFR # 3007042319-2015-00046). No further reports are forthcoming.